Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use (IFU) states, an unexpanded stent may be retracted into the guiding catheter one time only. In this case, it is unknown if the IFU deviation related to re-inserting the sds contributed to the stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified, moderately tortuous, lesion in the right coronary artery (rca). A sierra stent was implanted in the proximal rca. A 2.5x18 mm xience sierra stent delivery system (sds) went through the previously implanted sierra, however it failed to cross the target lesion due to the anatomy. The sds was removed without issue. Additional pre-dilatation was performed and the sds was re-inserted. The sds failed to cross again, and this time during removal, the stent dislodged inside the previously implanted sierra stent. A 2.0x15mm trek was used to post dilate the stent against the previously implanted stent. No additional treatment was required as the lesion had already been ballooned. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.